Manufacturer narrative:
This MDR is being filed per our procedure governing MDR reports: patient experienced high blood sugar of 500+ mg/dl. Patient was hospitalized for dka (diabetic ketoacidosis). Device could not be ruled out as a contributing factor. Device is not available for technical review. (B)(4).

Event description:
Hospital nurse caring for a type 1 diabetic reported to valeritas customer care that a patient (pt.) Was hospitalized for diabetic ketoacidosis (dka) while using vgo. Valeritas adverse event (ae) assessor spoke with the nurse for further investigation of this report as pt. Contact information is unavailable. Upon admission to the hospital, bg values were higher than 500, and patient experienced nausea, vomiting and lethargy. Pt. Was on the v-go 30. The v-go was removed from the pt. At the hospital and is unavailable for technical review. It is unknown as to what contributed to the hyperglycemia as pt. Contact information is unavailable. Without speaking with the pt. The ae assessor is unable to identify contributory factors to the hyperglycemia and compare pt. Pre-vgo insulin regimen and pre-vgo bg range to pt. Vgo insulin regimen and bg range. Pt. Recovered from the dka and was discharged from the hospital.

Manufacturer narrative:
Block b3- date corrected. Block e1- initial reporter corrected. Block e2- health professional - yes checked block e3- nurse. Block g7- follow up #1. Block h2- correction checked.